Event description:
It was reported that the patient underwent surgery on (B)(6) 2015. During the surgery, a new generator was connected to the existing lead and high impedance (>10,000 ohms) was observed. The surgeon attempts exploration of the neck incision to dissect the lead electrodes from the vagus nerve; however, the surgeon encountered scar tissue and the patient's mother asked that the surgeon stop the procedure. The original lead was left in place with no generator implanted. There are currently no plans to undergo lead replacement at a later date. The explanted generator was received for analysis on 03/26/2015 and the generator that was not implanted was disposed of by the hospital. The surgeon attributed the scar tissue to the presence of the vns lead. Analysis of the generator was completed on 04/14/2015. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently did not report this information. The supplemental report #1 inadvertently did not report the updated conclusions.

Event description:
The mother reported after onset of high impedance that the patient experiences pain to the throat and chest exclusively with magnet use. No additional relevant information has been received to date.

Event description:
It was reported that device diagnostics resulted in high impedance (8497 ohms). X-rays were performed and sent to manufacturer for review. The patient was referred for surgery. Review of x-rays did not identify any gross discontinuities with the vns system. There was a portion of the lead that was unable to be seen. The patient's mother reported that device diagnostics on the visit prior to (B)(6) 2015 were within normal limits. It was reported that the device was not programmed off after observing the high impedance because the physician did not want to patient's seizures to return. The patient's mother reported that there was no known trauma or patient manipulation that may have caused or contribute to the high impedance. A second set of x-rays were received by manufacturer. Review of the second set of x-rays did not identify any obvious discontinuities with the vns system. The presence of a micro-fracture in the lead could not be ruled out. No known surgical interventions have been performed to date.